Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a vibratory alert for the device reaching elective replacement indicator. This was unexpected as the estimated battery longevity was stable eight months prior. The device was explanted and replaced. No further information is available.